Event description:
It was reported that when the surgeon was removing the microelectrode, the device stripped the insulating cover of the microelectrode. They opened an additional microelectrode to be used on the contra lateral side. When the surgeon removed the microelectrode after testing on the second side, the device stripped it again. The defect cost the hospital an additional electrode. They typically only had to use one for both sides, but since it was stripped when being pulled out it became a single use item. The patient was not affected by the event.

Manufacturer narrative:
Conclusion: no longer applies. Analysis of the accy nexdrive (lot# 082629613) found no anomaly.

Manufacturer narrative:
(B)(4).